Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -14.50/+2.50/x061. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -14.50/+2.50/x061 diopter in the patient's right eye (od) on (B)(6) 2015. The patient experienced discomfort (headache) and the lens was explanted on (B)(6) 2015. No other lens was implanted. The patient did not go for follow up visit.